Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information was received on the 07 august 2017:"did they note any issues with the stylet? No issues with the stylet. Was it a torturous anatomy/mass? Regular anatomy, good position from the duodenal bulb do they think the needle broke? Needle malfunctioned at the handle. Are all pieces of the device accounted for? All pieces accounted for." Additional information was received on the 11th august:"can they provide any images of the device? No images recorded. Do they think the needle broke? Needle malfunctioned at the handle (can you clarify further what is meant by the needle malfunctioned at the handle?). While trying to advance the needle to attempt his fna, the handle moved down in the forward motion but never exited the distal end (scope end) but came out of the stylet opening. Was it possible to advance the needle or was the issue that they couldn¿t advance the needle? See answer for question #2. Can you also advise why the stylet was not in place on the 2nd pass ? Doctor¿s decision ¿the needle went in reverse and came out of the stylet opening.¿ can further clarification be given on this statement? See answer for question #2. The following response was received the 21st aug:"as I mentioned the needle worked fine on the first pass and on the 2nd pass was when it did not advance on the distal end. It came out of the opening of the stylet. I am not sure if you want to consider that broken but that¿s what happened.¿ the device involved in this complaint was not available to be returned for evaluation to cirl. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible root cause for this complaint could be put down to the needle breaking due to user error as it stated in the instructions for use that accompanies the devices it states " ensure the stylet is fully inserted when advancing the needle into the biopsy site" due to the limited information that we have received from the customer we can not conclude a definitive root cause to the complaint. As per r&d engineer feedback: "at it appears the stylet is source of the complaint. It appears the stylet may have been partly ejected (went in reverse) when advancing the needle. The stylets use with 25ga device are quite light and it¿s possible that when the needle was advanced with speed the stylet when in the reverse direction (at least partially). This may tie into the comment about not re-introducing the stylet on the second pass." Additional information was requested on the 18th of july :"can you get a more detailed summary of events from the physician, its hard to tell what the exact issue is with the device. Especially when it is not returning. Can they provide any images of the device? Did they note any issues with the stylet? Was it a torturous anatomy/mass? Do they think the needle broke? Are all pieces of the device accounted for?" We are yet to receive a response from the rep but the investigation will be updated when/if we receive the information. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The precautions section of the instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to include the investigation conclusions. During the second pass, while attempting to advance needle and puncture, something in the needle gave way. Instead of going forward, the needle went in reverse and came out of the stylet opening. During this second pass, the stylet was not reintroduced.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up MDR will be submitted with the investigation conclusions.

Event description:
During the second pass, while attempting to advance needle and puncture, something in the needle gave way. Instead of going forward, the needle went in reverse and came out of the stylet opening. During this second pass, the stylet was not reintroduced.